Manufacturer narrative:
(B)(4). The customer reported that the device showed a blank screen during use. There was no report of any negative patient impact. The biomedical engineer tested the device and it passed all testing. The device was also evaluated by a philips field service engineer. The device passed all testing and no trouble was found with the device. We are considering this a malfunction based on the customers report but cannot determine the cause as the reported symptom could not be reproduced and no trouble was found with the device.

Event description:
The customer reported that the device showed a blank screen during use. There was no report of any negative patient impact.